Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found it was difficult to insert the test leads into the pulse generator header and the lead insertion force used to insert the leads was out of specification for the product. Both the atrial and ventricular contact springs were also out of specification.

Event description:
It was reported that during the implant procedure, the atrial lead could not be fully inserted into the header of the pulse generator. The device was no longer used and replaced.